Event description:
It was reported the patient experienced discomfort at the ipg pocket site. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. The new ipg was also relocated. Reportedly, the issue is resolved.